Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial with moisture on lens. Visual inspection found an optic tear and haptic torn. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -9.00 diopter, into the patients left eye (os) on (B)(6) 2019. On (B)(6)2019 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem. Cause of event is unknown.